Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation it was identified that the upper and lower auxiliary hook switches installed in device (s/n (B)(4)) were not original to device s/n (B)(4) at the time of manufacture. The upper and lower auxiliary hook switches were found to be non-baxter component switches soldered into the flex. The processor printed circuit board (pcb) was also found to be tampered with by soldering on a capacitor not original to the pcb. These unauthorized repairs performed outside the factory exposed the device's internal esd sensitive components, compromising all internal electrical components. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The upper, lower aux and the processor pcb were replaced with non-baxter components. After servicing, device (s/n (B)(4)) was tested and found to be operating as expected; however, baxter cannot confirm that parts that were not replaced as a result of the service repair of the device were not affected by the previous unauthorized repair.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.